Event description:
Superficial incisional surgical site infection. Patient complaint of wound site discomfort. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).